Manufacturer narrative:
Date of event: unknown, used the first date in the aware month.

Event description:
It was reported that the patient presented with non-functioning inflatable penile prosthesis (ipp) in the clinic. The device was cycled in clinic multiple times, and cylinders would not inflate. After several attempts by physician, it was determined that the implant was no longer functioning. The patient was unable to articulate when and how the device stopped working. He did indicate that he had successfully used the device for sexual intercourse several times before the device stopped working. The physician believes the tear was caused by aggressive use of the implant (extremely high inflation pressure and aggressive sex) the patient was scheduled for explant/re-implantation surgery. During explantation, the pump was seen to have air inside indicating fluid loss occurred. Once the right cylinder was exposed, a clear and visible tear in the distal outer layer of silicone was found. The dacron layer of the cylinder was visible, with tissue in-growth occurring. The entire ipp was explanted and replaced with a new ipp. No patient complications were reported in relation to this event.